Event description:
On 12/2/97 it was reported to oec medical systems, inc. That an accidental radiation occurrence occurred to oec model 9400 series c-arm located at a hosp. During and elbow pinning procedure the system began to procedure x-rays. System oeprator engaged emergency off switches and rebooted the system. The procedure was finished without further delays. Field service engineer was uanble to duplicate reported malfunction. However, the fse removed and replaced the x-ray footswitch, tested/inspected and returned system to current specifications. Hosp reported no advese event, death, or serious injury.